Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The stylet/guidewire was kinked/buckled. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Damaged during use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, there was placement difficulty. After multiple placement attempts, it was very difficult to move the stylet in the lead. Eventually, no electrical activity could be measured via analyzer. A fracture was suspected. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.